Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited decreased sensing, decreased pacing impedance measurements and loss of capture (loc) at maximum outputs. The lv lead appeared to be capturing the atrium. A chest x-ray was performed and revealed that the lead was dislodged. A revision procedure will be planned on an unknown date in the future. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The lv lead was explanted, however, the coronary sinus was unable to be recannulated, so a new lead was not implanted. An epicardial lead may be placed in the future. No additional adverse patient effects were reported.